Manufacturer narrative:
Concomitant medical products: product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014. (B)(4).

Event description:
The patient reported that her implantable neurostimulator (ins) was not working and she was not feeling stimulation. Using the patient programmer to check her ins, it was noted that the device was on, the setting was 4.15 volts, the ins battery indicator was empty, and a power on reset (por) was showing. The patient was assisted in clearing the informational por. The patient symptoms were reported as pain in her legs that started when the ins stopped working, she did not feel stimulation, and saw the informational por. The patient was going to be having left shoulder replacement and would like to know if a manufacturer representative could meet her and check the ins. Follow-up is being conducted to determine troubleshooting performed, patient outcome, and if root cause was determined. Once received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that they had not taken any steps to resolve the issues they were having. They recently had a shoulder replacement surgery and were in a rehabilitation facility and are unable to address their stimulator issues. The patient noticed their device wasn't any current going through the wires" when they turned it up with their "remote control" and knew it wasn't working when they had the pain in their legs. The patient noted that if the device has to be replaced this would be the second time in 3 years and they thought it was supposed to last at least 5 years.